Event description:
Report received from france states: "blockage of aspiration during the phacoemulsification of the fragments. Tubings were changed and a posterior capsular perforation occurred."

Manufacturer narrative:
Additional information and the product have been requested yet not received. Sterilization and lot history records were reviewed and no exceptions were found.